Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported hospitalization and hypoglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient had been hospitalized with hypoglycemia. The patient reports their blood glucose level had dropped to 40 mg/dl while wearing a pod for longer than 48 hours. The patient reports they had passed out. The patient reports they had drank fluids and ate, as well as used gel icing. Once at the hospital the patient was prescribed baqsimi (3 mg) nasal spray 1 dose to be used as needed. The patient reports removing their pod the same day as this event. The patient was at the hospital for 15 minutes.